Manufacturer narrative:
The investigation of automated impella controller (aic) - pump stop has been completed. On 23-dec-2024, the pump was plugged into the console but was immediately unplugged a minute later. The pump was then plugged back in but unplugged 14 seconds later by the user. Finally, the pump was plugged back in and allowed to fully prime and calibrate and the pump was started but immediately got a motor current high alarm causing a pump stop. This was then followed by a retrograde flow alarm due to the pump stop. The console restarted the pump and it was able to run for six minutes before the pump was removed from the console. The real time logs confirmed the initial pump stop but did not add any context for what caused it. The console was not returned for investigation. Since the complaint date, the console has been used and has not reproduced the failure mode. The cause of the pump stop was not determined since the product was not returned and logs were not edifying. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25405 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 revised health effect - impact code as the previously entered code on the initial manufacturer device report number 1220648-2025-25405 was incorrect.

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support and upon start up, the impella cp pump experienced high motor current followed by a pump stop. Both the impella cp pump and automated impella controller were replaced to resolve the issue and support the patient through the high-risk pci. It was reported there was no harm to the patient as a result of this event.

Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two device manufacturing reports associated with this event. Refer to initial medical device report for the impella cp serial number (B)(6) with date of event 23-dec-2024 and identifier ending in (B)(6).